Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; parallel placement of excluder legs for treatment of type iiib endoleaks caused by fabric tear after endovascular aneurysm repair takashi hashimoto, md, noriyuki kato,md. Toshiya tokui, md. Yoichiro miyake, md. Michihiro nasu, md. Ken nakajima, md. Takatoshi higashigawa, md and shuji chino, md. Http://dx.doi.org/10.1016/j.jvs.2017.06.072. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was used in the endovascular treatment of a patient for a 57mm aneurysm on an unknown date. It was noted on imaging approximately 24 month post implantation, that the patient had a type iiib endoleak on the upper portion of the ipsilateral leg part of the main body. Another manufacturers limbs were placed parallel from the top of the main body device through both legs to treat these. It was noted that the cause of the event cannot be determined. No additional clinical sequelae were reported.